Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to duplicate an unknown issue; however, the dso seal was revealed to be damaged. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device was sent in for repair for an unknown issue; however, the investigation findings revealed a damaged dso seal. There was no patient involvement, the event occurred before patient use.